Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow-up report will be provided upon the completion of the investigation.

Event description:
Procedure performed: ni event description: parts of the ring came off during use. This event unit will be returned. Intervention: replaced the device and the procedure was completed. Patient status: no patient injury or illness associated with this event.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience could not be replicated or confirmed as there were no missing components or damages observed on the event unit. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event or confirm that a product malfunction occurred. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction: based on the evaluation of the returned unit, section d4 (lot number, expiration date, and the primary/additional UDI numbers) and h4 have been updated to include the correct event date and suspected medical device information.

Event description:
Procedure performed: ni. Event description: parts of the ring came off during use. This event unit will be returned. Additional information received via email on 31mar2025 from amj raqa [name]: "I got information from fi personnel that the nurse seems not to remember the situation at that time. The thing she remembered is the event unit did not work well." Intervention: replaced the device and the procedure was completed. Patient status: no patient injury or illness associated with this event.